Event description:
It was reported that prior to an ultrasound guided liver biopsy, the device allegedly self-activated. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Therefore, the investigation is confirmed for self activation. The bent left bumper likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 01/2021) .

Event description:
It was reported that prior to an ultrasound guided liver biopsy, the device allegedly self-activated. The device was dry fired outside the patient and a coaxial was not used. The procedure was completed using another device. There was no reported patient involvement.